Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during a npwt, a few hours after one (1) renasys touch non connect and dressing was applied, it was noticed that the renasys touch non connect was humming and alarming leakage; the device was checked and even though the device was vibrating as if was trying to create the vacuum, it was maintaining the treatment pressure (the foam was under vacuum). The dressing and the canister were changed, but the issue remained. The console was removed and not replaced due to pain. The treatment was cancelled. Gratifing surgery was planned. Patient status is unknown.

Manufacturer narrative:
Additional information: b1 (type of event), b2 (patient was hospitalized for a grafting surgery), d7a, h3 (console returned to manufacturer for analysis), h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was returned for evaluation. A visual and functional evaluation of device was performed. No issues were noted. The device was found to operate within the expected parameters with no faults found. No problems were identified in relation to the device's alarm system. A review of the manufacturing records for this device offered no insight into the cause of the reported event. The device was manufactured and released according to specifications and passed all required testing. Previous complaints and escalation actions also offered no insight into the cause of the failure. A number of previous complaints have been reported alleging a false alarm, however there have been no historical escalation actions in relation to this failure in the context of a leak alarm. A medical review of the information provided was unable to establish a connection between the use of the device and the harm reported. A review of the device instructions for use was conducted and found that it contains adequate guidelines and troubleshooting in the event of a leak alarm scenario. These include checking the dressing, checking all tubing connections, and to cap off the quick-click connectors to establish whether the leak is present in the canister, tubing or dressing. It is also mentioned that if the patient experiences pain during therapy then treatment should be stopped. The event description indicates that this instruction was followed correctly. The risk management documentation for the renasys touch devices has been reviewed to assess whether the alleged failure and associated foreseeable harms have been anticipated. A review found that the failure relating to false alarms during operation and the requirement for surgical intervention is anticipated and mitigated. No changes to the risk file are required at this time. The cause of the failure as reported remains undetermined at this time. Potential factors may include that the device was alarming to alert the user to a genuine leak, possibly in the components not covered by the troubleshooting steps mentioned such as the tubing or quick click connectors. The cause of the pain experienced and requirement for grafting surgery could not be associated to the device based on information provided. No manufacturing quality concerns have been observed, therefore no corrective actions are deemed necessary, smith and nephew will continue to monitor for adverse trends relating to the reported allegation. Corrected data: d9 (console returned to manufacturer for analysis), g2 (report source), h6 (health effect - impact code).